Manufacturer narrative:
(B)(4). It was reported that during an afib procedure approximately three quarters into the procedure, it was noticed that the patient's systolic blood pressure started to drop to 70-80 from 105-110. Medication and fluids were given to control the patient's blood pressure which was maintained at 70. When the procedure was completed, the physician did an ultrasound and it was determined there was some blood build up in the heart. The case was completed with medicated anesthesia and fluids with the blood pressure responding to a systolic in the 90-100 range. The md proceeded to perform pericardiocentesis. The patient's vital signs remained stable; was admitted to ICU for overnight monitoring and was discharged without further problems. Upon receipt of the catheter involved, it was visually inspected and the catheter was found in normal condition. The catheter was tested for and passed electrical, temperature and generator tests. Irrigation test was also performed and the catheter passed, no occlusion was observed. Further, deflection test was done, however it failed. Catheter dissection showed the puller wire was broken. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #:m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Event description:
It was reported that during an afib procedure approximately three quarters into the procedure, it was noticed that the patient's systolic blood pressure started to drop to 70-80 from 105-110. Medication and fluids were given to control the patient's blood pressure which was maintained at 70. When the procedure was completed, the physician did an ultrasound and it was determined there was some blood build up in the heart. Additional information provided mentioned that the physician thinks it was a slow right-sided bleed since pericardiocentesis blood was dark red, possibly occurring when sheath placed for transseptal aspect. The type of sheath used was non-bwi device (agilis sheath). The case was completed with medicated anesthesia and fluids with the blood pressure responding to a systolic in the 90-100 range. It was also noted, that there did not appear to be any compromise in the heart contractions using ice. Once procedure completed the physician used transthoracic echo to monitor the fluid around heart. At this time the md proceeded to perform pericardiocentesis. The patient's vital signs remained stable; was admitted to ICU for overnight monitoring and was discharged without further problems.